Event description:
It was reported that, "opened the implant from a loaner kit. Opened the sealed outer pak and found the inner packaging opened. Implant had some sort of debris on it as well. Used another piece of the same cat number."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.